Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The back pressure valve was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that anesthetic agent output was momentarily higher than expected. There was no reported patient injury.